Event description:
End user alleges while driving the motorized wheelchair through a doorway, her right foot hit the door frame causing her to fracture her right leg.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. Owner's manual warns end users to avoid serious injury or death to set the joystick/controller speed/response control consistent with the surrounding environment.